Event description:
Procedure: gastro-esophagic reflux correction. According to the reporter: the ultra shears product was connected to the autosonix generator, but the device did not coagulate the tissue properly. The vessel started to bleed; however, this was less than 250ccs. Additionally, surgery time extension was less than 30 minutes. The surgeon clipped the vessel manually.

Manufacturer narrative:
(B)(4)